Manufacturer narrative:
The reported events were failure to remove lead from header, lead fracture and insulation damage. As received, only the connector portion of the lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination found the connector boot and inner insulation was separated due to procedural damage. The cause of the reported event of insulation damaged was isolated to the separation of the connector boot and inner insulation due to procedure. The reported events of failure to remove lead from header and lead fracture were not confirmed. Visual examination of the lead did not find any anomalies apart from procedural damage. Electrical tests of the lead found an internal short between the inner coil and outer coil conductor paths due to procedural damage. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specification. The lead was unable to be tested in a device header due to the condition of the received lead.

Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2023. During the procedure the right ventricular lead was stuck in the device header and unable to be removed. The physician believed insulation damage, or fracture occurred in such that it made the lead impossible to remove from the header. The lead was capped. The patient was stable.